Event description:
It was reported that no audio output occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: if follow-up, what type - additional information. H6: adverse event problem - additional information.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause of the missed alert is either a race condition on app startup which intermittently resets the user¿s customized alert settings to default thresholds and/or an internal database write issue clearing some or all alerts upon app termination.